Manufacturer narrative:
Device is not available for evaluation. Without such evidence to review, the complaint cannot be confirmed. If additional information is provided in the future, follow-up report will be submitted.

Event description:
According to the notice received by way of a civil action complaint, the patient was prescribed and implanted with an option vena cava filter on or about (B)(6) 2013 by dr. (B)(6) at (B)(6) medical center in (B)(6) . The complaint alleges there was tilt and perforation. The filter was not retrieved. Argon¿s attorneys are attempting to gather additional information.